Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a product performance issue. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b5 and h6

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a product performance issue. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced due to exhibiting high shock impedance measurements due to lead fracture caused by device twiddling. Other than the surgical procedure, no additional adverse patient effects were reported.